Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the nozzle was clogged by a non-organic amalgam of both fibrous material and black rubbery material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the nozzle; however, the type of the material or root cause could not be identified. It was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). A definitive root cause cannot be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.